Manufacturer narrative:
(B)(4). Devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt had no relief from spasticity; the pt said he never had relief. There was "no csf on dye study". The catheter was revised and the pump was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.